Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the patient had his previously scheduled battery replacement due to normal battery depletion on (B)(6) 2018 and would have a follow up with the neurologist in the following month but the exact date was unknown.

Manufacturer narrative:
The explant date reported by the rep did not match the explant date in the device records. The explant date was updated to reflect the device record. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who was told the patient was doing well and the device was replaced but not saved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor. It was reported the patient had a loss of therapy; the stimulation turned off for 1 minute and came back on while the patient was just sitting on his patio. It was reported no known activity, event, fall, or trauma prompted the issue. No troubleshooting was done during the call due to lack of access of the product. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.